Manufacturer narrative:
The device was evaluated, and the reported issues were confirmed. Due to damage on the channel tube, water tightness was lost. Due to wear of the angle wire, the bending angle in the down/right directions did not meet the standard value. Due to wear of the angle wire, the play in all directions was out of standard value. The electrical ultrasound connector failed in the insultation test. Due to damage on the channel tube, the suction volume did not meet the standard value. Due to clogging of the nozzle, water removal ability did not meet the standard value. The adhesive on the bending section cover was detached. The universal cord, acoustic lens, and grip had a scratch. The light guide lens was dirty. Due to damage, switch one (1) did not work. Due to damage on the switch box, switch two (2) did not work. Due to damage on the electrical connector, image noise occurred, and the image could not be seen. The light guide bundle had breakage. The switch, switch cable, and scope connector were sticky due to water leakage. The electrical connector has discoloration due to water leakage. Due to damage on the tube, the balloon suction volume did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the evis exera ii ultrasound gastrovideoscope had a leak in biopsy channel and the angulation was reduced and had play. The issues were found by the customer during routine inspection. No patient harm reported. During the evaluation of the device, it was noted the forceps elevator had foreign material due to insufficient cleaning, the inside of the light guide lens was dirty, and the distal end had a crack. This report is to capture the reportable malfunctions of the forceps elevator had foreign material due to insufficient cleaning, the inside of the light guide lens was dirty, and the distal end had a crack noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. E1, e2, e3- information has been requested but unknown at this time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been nearly 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of the damaged distal end likely occurred due to stress and/or handling the device. The specific root cause of the insufficient cleaning could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.